Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was over 400 mg/dl, which was treated with a manual injection and infusion set change. The customer's mother stated that the customer experienced stomach pain. She stated that the insulin pump kept going into the rewind mode. She stated that she kept trying to hit the esc and act buttons to clear the step. Upon troubleshooting, insulin did not exit during a fixed prime. The caller was assisted with disconnecting and reconnecting the reservoir and infusion set at the tubing connector. She reported that insulin did exit the tubing with a manual push. She was advised that the insulin pump was working as designed after insulin exited with a manual prime. She reported that the customer has down syndrome and that the insulin pump also alarmed no delivery later on. The blood glucose reading was 200 mg/dl. A bent infusion set cannula was found and would be replaced. Nothing further reported.